Manufacturer narrative:
This report is submitted on 07 november 2019.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently the internal magnet was explanted (date not reported) the patient was also treated with steroids.